Event description:
The customer reported that during a laparoscopic procedure, his olympus 4k camera head was not displaying an image. According to the initial reporter, he completed the case using another camera without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user¿s report was confirmed. There was no image present due to a faulty cable unit. Additionally, the rear cover was heavily worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because a communication failure occurred due to a faulty cable. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.